Event description:
Resident was placed into a saf-lift chair which was then raised to maximum height. The cna swung the chair around towards the tub; the chair released and landed onto the saf-lift chair frame. The resident dropped 2 1/2 feet.